Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon interrogation of this ICD, nothing was displayed on the screen at the end of the rv threshold test ((B)(4)). The physician was unable to press any key, he was obliged to switch off the programmer to continue. The physician was worried about whether it was a programmer software issue or a problem with the ICD.